Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found that both the inner and outer insulations were damaged, and all filars of the outer coil were fractured distal to the suture sleeve tie impression consistent with clavicular crush damage. The cause of the reported events was due to clavicular crush damage.

Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Lead insulation damage was suspected and verified via diagnostic imaging. The ra lead was explanted and replaced to resolve the event. The patient was stable.